Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07287. It was reported that an allergic reaction occurred. In (B)(6) 2015, two promus premier stents were implanted in an unspecified lesion. An unknown amount of time later, the patient began experiencing some unusual symptoms such as coldness in the arms, tremors in the lips, vibrations in the side of the face, dripping nose, sneezing and the patient believes that they may have a nickel allergy. The patient has not been treated for their symptoms and the patient's current condition is fine.